Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was damaged. No damage was reported to the battery cap; the cap secured tightly to the pump. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500mg/dl with no reported signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: review of the black box data did not reveal any evidence of power on reset events on or before (B)(6) 2016. The returned battery cap was able to fit properly for investigation. Pump exercised for 24 hours with no loss of power occurring. Intermittent power was not duplicated during the investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked.